Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, patient factors (narrow and calcified stj) caused the valve to be deployed in a too ventricular position, leading to paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4); system updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
During a transfemoral procedure the 26mm sapien xt valve was deployed in a too ventricular position resulting in a severe paravalvular leak (pvl), requiring deployment of a 2nd valve. As reported, the balloon was pushed slightly and the valve landed too ventricular. The valve was positioned 50:50 across the annulus, but landed 70:30 aortic/ventricular. The second valve was positioned 60:40 aortic/ventricular but landed 60:40 v/a. The native annulus measured an area of 434mm2 by CT. There was mild native valve calcification, moderate leaflet calcification, and mild aortic root calcification. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture. As reported, the patient had a narrow sinotubular junction (stj) and may have contributed to the deployment of the valve.